Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly to close the rectum. A low hand-made purse string had to be performed with a colostomy. The hosp has reported the pt's condition is satisfactory. Expiration date 2/29/00.